Event description:
Philips respironics sent me the refurbished CPAP to replace the recall. Two months after I had it, I started to taste, smell something sweet. I just kept putting water in the humidifier so I decided to clean the hose, but to my surprise there was black dust in under the humidifier. It was burning the foam under on the heat plate. I have picture. Philips told me to clean it and keep using. I'm not knowing what will happen after all this but they wouldn't take responsibility of it. Clean it and keep using it. Took an hour and a half to even talk with them. What do I do? FDA safety report ID #(B)(4).